Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2006 due to aseptic loosening of the femoral stem. The stem and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿